Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 5 minutes of use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.